Manufacturer narrative:
Heartsine's investigation of the device could not confirm the reported fault. During the investigation, the operation of the shock button was verified with saver evo multiple times, and the device delivered a test shock without fault. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The distributor contacted heartsine to report that their device had an intermittent shock button. A device in which the shock button works intermittently may delay therapy or lead to death if it were used during a cardiac event. There was no patient involvement reported with this event.

Event description:
Intermittent shock button. No patient involvement.